Event description:
The facility representative reported overinfusion of lasix on pump #1 during a patient infusion. The patient was a male, admitted in 2007. He was being administered lasix drip, through a primary line, started at 12:40pm three days later. The total volume to be infused was 100ml of this drug at the rate of 15ml/hour. At 1:40pm, the nurse noticed the IV bag was completely empty but the pump read that 85mls of the drug was still available. The patient was stable and no medical intervention needed to be done. No patient injury was reported. His bp was 134/61; pulse rate was 75; respiration was 16; and oxygen saturation was 93% after the reported overinfusion incident.

Manufacturer narrative:
Evaluation summary: the pump passed the power on self-test. An accuracy test was performed on pump #1 using the customers rate (15ml/hr) for one hour, the pump delivered +1.87. Two additional one hour tests were performed on pump #1 at the rate of 125 ml/hr and 10 ml/hr. Pump #1 delivered -1.24 and +2.40. The customers reported condition could not be confirmed or duplicated. Accuracy testing was performed on pump #1 and the pump passed all testing.